Event description:
Olympus (oekg) was informed that the customer evis exera iii gastrointestinal videoscope was returned to olympus for service/repair for a reported, the air or water flow is weak or ineffective. The reported problem was found during an unspecified event. No death, injury or harm was reported. Upon inspecting and testing, the air/water nozzle was clogged with foreign debris. No death, injury or harm was reported. This report is being submitted to capture the foreign debris found inside the air/water nozzle.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem, the air/water flow was weak or ineffective due to the air/water nozzle being clogged with foreign debris. The foreign debris, solid and dark in color, was removed but could not be identified. After removing, no defects were noted to the nozzle. Additionally, the bending section cover adhesive is worn out. The light guide lens is cracked. There is a crease/wrinkled connecting tube and the universal cord. The distal end unit is slightly damaged, the angulations are out of standard specifications and the biopsy channel is worn. There were no signs of leakage. The scope was previously repaired back in august 2020 for a failed leak test. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.